Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device would not hold 0.6mm k-wire. Further evaluation revealed that the device ran rough and emitted a grinding noise. It was noted that the internal components were very corroded and the clamping components were worn. It was determined that this condition was most likely due to improper/inadequate cleaning, which is failure to follow directions for use. The assignable root cause was determined to be component damage caused by improper cleaning methods and handling of the device. This is further defined as misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quick coupling device would not secure the smallest pins. During engineering evaluation, it was observed that the device ran rough and emitted a grinding noise. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays due to the event or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.